Manufacturer narrative:
Information was not provided. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the handswitch did not work. It was used with a generator. Another device was used complete the case. There was no adverse consequence to the patient.